Event description:
Spontaneous communication from home health nurse stated that the pump is malfunctioning or has some occlusion. It has never happened before. She started IV infusion at 12:17pm and it has been over 3 hours and there is still medication in bag. She is using IV ext set "cntrl flw" 19" to infuse remaining volume. Entered pump, manual, and return box so we can ship by tomorrow morning since it is 3-day infusion. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by health professional.